Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient had a ventricular tachycardia (vt) below the programmed detection rate that was oversensed by the subcutaneous implantable cardioverter defibrillator (s-ICD) and led to inappropriate therapy delivery. The shock did not convert the arrhythmia, however the vt was then functionally undersensed and the episode ended. The field representative recommended reprogramming the detection zone to a lower frequency and consider to change sensing vectors. An x-ray was taken and the system placement was noted to be in a good position in relation to the heart. At this time no programming changes were made and the s-ICD remains in service. No adverse effects were reported.